Event description:
It was reported that the patient underwent a percutaneous coronary intervention on (B)(6) 2014. Predilatation was performed prior to stenting. Two 2.5x12 mm xience xpedition stents were deployed using a kissing stent technique in the occluded left main/circumflex to the left anterior descending artery. The apposition of the stents was confirmed using intravascular ultrasound. The procedure ended successfully. On (B)(6) 2014, the patient was rehospitalized in cardiogenic shock. Angiography revealed sub acute thrombosis in the previously deployed xience xpedition stents. The thrombosis was treated with the placement of an additional 3.0x38 mm xience xpedition long stent; however, after deployment the circumflex artery was observed to be perforated. No treatment was performed for the perforation as it was believed that this was not going to interfere with the treatment of the patient. Some time later that day the patient expired. Pneumonia was cited as being one of the causes of death. No additional information was provided.

Manufacturer narrative:
(B)(4). The reported patient effects of perforation and death, as listed in the xience xpedition everolimus eluting coronary stent system electronic instructions for use (IFU), are known patient effects that may be associated with the used of the device. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.